Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause, treatment, and patient' s outcome were not reported. On an unreported date, catheter had removed and therapy was discontinued; however, the patient will be re-catheterised in this month. No additional information is available.